Event description:
The external pulse generator was returned to the manufacturer for calibration, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Lower case, both bail covers, ring cover, and battery drawer are broken. Lead flex cover is corroded. One bail is missing and the ring is bent.